Event description:
The patient reported that he went to the hospital due to the stomach flu. While there his pdm blood glucose meter read 100 mg/dl lower than the healthcare provider's, for example, 400 mg/dl while the hcp bg meter read 500 mg/dl.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported inaccurate low blood glucose measurement error was not confirmed. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "any physical stress can cause your blood glucose to rise, and illness is a physical stress. Your healthcare provider can help you make a plan for sick days. The following are only general guidelines. When you are ill, check your blood glucose more often (at least once every 2 hours) to avoid dka. The symptoms of dka are much like those of the flu. Before assuming you have the flu, check your blood glucose to rule out dka."